Manufacturer narrative:
Reference no. (B)(4). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2025-07013. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to embolization of the device, including improper positioning before deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified leaflets, loss of pacing capture, a narrow sinotubular junction (in aortic position procedures), rapid deployment, the release of stored tension during deployment, inaccurate measurement of the landing zone, and movement of the delivery system by the operator. The IFU cautions that incorrect sizing of the landing zone may lead to paravalvular leak, migration, or embolization. The device training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valves (all models). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor in the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for embolization (i.e., minimal leaflet calcification, severe septal hypertrophy), balloon valvuloplasty may indicate potential balloon movement during valve deployment. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest pre-procedural assessment and an anatomical configuration that did not allow optimal anchoring may have caused or contributed to this event. Due to limited available information, a definitive root cause could not be established. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported, it was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. Pre-procedural CT imaging was reviewed with particular attention to the septal bulge, and a high deployment strategy (80/20) was planned accordingly. During the procedure, the valve was deployed in the target position (80/20) but, immediately after balloon deflation, the valve embolized into aorta. Consequently, the valve was left implanted in the ascending aorta. A second valve was prepared and positioned slightly lower, as the first valve was felt to have been positioned a little too high. However, the second valve jumped and embolized into ascending aorta before full expansion. No third valve was implanted the case was aborted. The patient remained hemodynamically stable at the end of the procedure during the procedure, the CT was re-reviewed to rule out any missed anatomical issues, but no additional concerns were identified. Invasive gradient measurement showed a mean gradient of 30 mmhg, consistent with the echocardiographic findings, suggesting an underexpanded rack and insufficient radial force to anchor the valves properly. The septal bulge, although relatively low, might have contributed to balloon movement, especially during the second deployment. The possibility of using a 23 mm valve was discussed, but the annulus dimensions were not considered suitable and could still have carried a risk of jump due to the same mechanism. The operator attributed the issue not specifically to the edwards device but possibly to pre-procedural assessment and an anatomical configuration that did not allow optimal anchoring.